Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing an arrythmia and after receiving anti-tachycardia pacing (atp) their arrhythmia was accelerated into ventricular fibrillation (vf) at which the patient received a shock and therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.